Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the surgeon broke the handle of the device during the procedure. The device was removed from the pt and little bleeding and tissue damage occurred. The case was finished with monopolar scissors. There was no pt injury.